Event description:
It was reported that during a supply change the ilet user reached approximately 70 units while filling the tubing and observed insulin leaking at the cartridge area of the pump. The user then disclosed connecting the cartridge and connector outside of the pump. No reported symptoms or clinical effects. Outcomes included successful completion of the supply change with resumption of insulin delivery and a goodwill supply order to mitigate risk of running short on disposables. Investigation included troubleshooting and user education. Investigation of this case revealed user setup technique as the likely contributor, as connecting the cartridge and connector outside of the pump can compromise the seal and lead to leakage from the cartridge interface. It was concluded, based on previously established findings for similar reports, that user technique caused the event, and proper in-pump connection is the recommended corrective action.